Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant to close an atrial septal defect (asd) using a 10f amplatzer trevisio intravascular delivery system. During the procedure, the device deployed from the delivery system in the left atrium as a cobra head deformation 3 times. There was no report of twisting, compacting, or anything else outside of the instructions for use (IFU) preparation and deployment of the device. The device was replaced with another 10mm amplatzer septal occluder, which was successfully implanted using the same delivery system. There was no angulation or kink noticed in the delivery system, and there was no interaction with cardiac structures during deployment. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was later discharged.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Per the instructions for use, the minimum recommended size delivery system for use with a 10 mm amplatzer septal occluder is an 6f. A 10f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 10mm amplatzer septal occluder was chosen for implant to close an atrial septal defect (asd) using a 9f amplatzer trevisio delivery system. During the procedure, the device deployed as a cobra head deformation 3 times. There was no report of twisting, compacting, or anything else outside of the instructions for use (IFU) preparation and deployment of the device. The device was replaced with another 10mm amplatzer septal occluder, which was successfully implanted. There were no adverse patient consequences. The patient was later discharged.